Manufacturer narrative:
D4. Medical device serial #: unknown. D4. Medical device expiration date: unknown . H4. Device manufacture date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd veritor plus analyzer that there was discrepant results. The following information was provided by the initial reporter: customer reports the analyzer showing conflicting results on the same test, multiple times.

Manufacturer narrative:
H.6. Investigation summary: the complaint alleges the bd veritor plus analyzer have differing in results (catalog number 256066, serial number n/a). Quality did not receive samples for this complaint and therefore returned sample analysis could not occur. If samples are received at a later date, the complaint may be reopened. The complaint is unconfirmed. DHR review could not conducted as there is no serial number provided. Bd quality will continue to monitor for trends related to the veritor system. H3 other text : see h.10.

Event description:
It was reported that while using bd veritor plus analyzer that there was discrepant results. The following information was provided by the initial reporter: customer reports the analyzer showing conflicting results on the same test, multiple times.